Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced atrial fibrillation (af) with normal conduction, but the rate sped up, and atp was delivered; the arrhythmia broke shortly after. Then a second episode occurred, where the patient again went into af with normal conduction, rate sped up, and received atp, which did not work, and then a shock was delivered, which did not break the rhythm, but the arrhythmia slowed out of a treatment zone. It was questioned if this was af with rvr or a dual arrhythmia, possible inappropriate therapy. Additional information was received that this device was suspected to deliver 9 bursts of atp and one electric shock for what appears to be af with rapid ventricular response (rvr). The episode self-terminated. No additional adverse patient effects were reported. This device remains in service.